Event description:
It was reported that insulin is squirting out of the insulin pump during the priming process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with alarms during basic occlusion test due to protruded/loose drive support disk.